Event description:
Stapler would not calibrate. After several attempts, it was successful. When clamping tissue, the robot could not successfully and safely clamp down on the tissue to execute a staple fire.